Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established (a noise image occurred, nozzle had foreign objects) and cause traced to component failure (a noise image occurs.). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had noise image, foreign objects in the nozzle, and burn on the distal end. There was no patient involvement.